Event description:
Nursing staff programmed pump to begin milrinone infusion at 111ml/hr instead of the ordered rate of 6.68ml/hr. Upon investigation it was noted that there was a battery alert banner in the same place that the soft limit alert banner would display. This medication in the pump library did not have any hard limits, but did have a soft limit that was bypassed in this case because it was never seen by nursing staff while programming the infusion on the pump due to the battery alert banner remaining in place instead of the soft limit alert taking its place at the time of the alert. The entire 100ml bag of milrinone was infused in approximately an hour as a result, resulting in transferring the patient to an (intensive care unit) for closer monitoring for any adverse effects of the error.